Event description:
It was reported that the system had a collimator error. This error causes the 2800 systems to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator. The system operates as intended.